Event description:
It was reported that the right ventricular lead was fractured, and the lead had high impedance and excessive short v-v intervals. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product 5076-52 lead implanted 2007 (B)(6). (B)(4).